Manufacturer narrative:
Section b5, d4, h4: additional information. Manufacturer's investigation conclusions: analysis of the submitted log files confirmed low flow alarms. A specific cause for these low flow alarms could not be conclusively determined; however, it was reported that the low flow alarms occurred after the patient fell, hit their head, and experienced a subdural hematoma. A direct correlation between the reported events (driveline infection, cardiac arrhythmia, renal dysfunction, right heart failure, syncope, fall and subdural hematoma, patient outcome) and heartmate 3 lvas, serial number (B)(6)could not be conclusively established through this evaluation. The system controller event log file contains relevant data from (B)(6) 2020, at 08:29pm through (B)(6) 2020, at 05:07pm. It should be noted that the events captured after (B)(6) 2020, at 05:07pm appear to be associated with the driveline being disconnected and the pump being turned off after the patient outcome. From the beginning of the file through (B)(6) 2020, at 10:08:12 pm, calculated average flow ranged from 3.6-4.6 lpm and no atypical events were captured. Intermittent flow events were captured on (B)(6) 2020, from 10:08:30 pm through 10:14:42 pm, resulting in 5 total low flow alarms. Calculated average flow ranged from 2.1-2.4 lpm for these events. A specific cause for these low flow alarms could not be conclusively determined; however, it was reported that the low flow alarms occurred after the patient fell, hit their head, and experienced a subdural hematoma. It was also reported that there were no device-related issues that could have caused or contributed to the low flow. The hm3 lvas IFU lists infection, cardiac arrhythmia, renal dysfunction, right heart failure, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions in regard to preventing infection are provided in various sections of this IFU, as well as the hm3 lvas patient handbook. Additionally, this IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and lists hypovolemia as a potential late postimplant complication. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the source of the patient's infection was reported to be a chronic infection of the percutaneous lead exit site. It was reported that the low flow alarm occurred after the patient's fall and that there were no device-related issues that could have caused or contributed to the low flow alarm.

Manufacturer narrative:
Section b2, b5, h1: additional information.

Event description:
Additional information: the infection was reported to be device related. The bloodstream infection led to altered coagulation under anticoagulent therapy. The patient experienced an episode of syncope and hit his head, resulting in a laceration. The pump alarmed for low flow; flow was under 1 liter per minute. The patient was somnolent, cyanotic, and gasping. The patient's right pupil was larger than the left. A cct showed a subdural hematoma with a maximum width of 11 mm. The patient died as a result of this event. Treatment included the cct, as well as monitoring, elimination of hypovolemia, elective intubation, and establishment of arterial pressure management.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that corynebacterium striatum was detected in the patient's bloodstream when the patient was transferred from a different hospital. The patient's blood pressure was low at 77/60 and inr was high at 6.1. The patient was admitted and treated with antibiotics. Labs, blood cultures, and echocardiography were done. A cardiac arrhythmia, a slow heart rhythm at 35 bpm, was noted on (B)(6) 2020. Unspecified changes to medication were made and the patient's heart rate was monitored. No further information was provided.